Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported the phacoemulsification (phaco) tip was found to be bent right before the cataract procedure. The cassette was replaced and the procedure was completed. There was no patient involvement.

Manufacturer narrative:
One opened phaco (phacoemulsification) tip without the wrench in a bag was received. The phaco tip was visually inspected and deemed nonconforming. The cannula is bent in the middle of the cannula. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo provided was reviewed by the manufacturing site. The photo is of a phaco tip that is bent, the reported product complaint is confirmed. The complaint evaluation confirms the phaco tip cannula is bent. How and when the phaco tip cannula became bent cannot be determined from this evaluation. The most likely cause of a bent phaco tip cannula is from improper handling of the product. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phaco tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).